Event description:
During use of a 6fr infiniti pigtail catheter it was reported that at the time of passing contrast through the catheter with a power injector, the catheter had a total break with the hub of the catheter. Injection velocity: 30ml /18. The age and gender of the patient is unknown. The procedure being performed was an angiogram of the aortic arch. The catheter looked normal prior to use. There was no difficulty flushing the catheter with saline. There was no difficulty advancing a guidewire through the catheter. There was no manipulation of the device except for connecting the device to the power injector. One injection of contrast was through the catheter prior to separation. The catheter was not kinked or bent during injection. The catheter did not have to go through any acute curves or bends to reach the target vessel. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information received from an affiliate indicated that during use of a 6fr infiniti pigtail catheter it was reported that at the time of passing contrast through the catheter with a power injector; the catheter had a total break with the hub of the catheter. Injection velocity: 30ml /18. The procedure being performed was an angiogram of the aortic arch. The catheter looked normal prior to use. There was no difficulty flushing the catheter with saline. There was no difficulty advancing a guidewire through the catheter. There was no manipulation of the device except for connecting the device to the power injector. One injection of contrast was through the catheter prior to separation. The catheter was not kinked or bent during injection. The catheter did not have to go through any acute curves or bends to reach the target vessel. There was no reported injury to the patient and the device was returned for evaluation. A non sterile f6 inf pig 110cm 6sh diagnostic catheter was received coiled in a plastic bag. The catheter body shaft was received separated from hub. Per visual analysis, the distal section of separation was inspected under vision system and no evidence of catheter body shaft cut was observed. At naked eye it cannot be observed where the body was separated from inside of the hub. No other anomalies were found. An x-ray analysis, a cross section analysis and sem analysis of hub detached from body on f6 inf pig 110cm 6sh diagnostic catheter were performed in order to determine the cause/ characteristics of failure unit as received. The internal section of the hub showed evidence of a remnant of body inside of the hub per x-ray pictures. At cross section pictures the remnant of body was confirmed. At body separation section it was observed elongations, elongation is a common characteristic of pieces that were stretched/ pulled until separation. The catheter body shaft od and ID were measured near to the separation condition and results were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of luer hub separated during use was confirmed through failure analysis. The exact cause for the failure could not conclusively be determined; however the manufacturing process could not be ruled out, as such the issue was escalated per the risk management process for further investigation.